Event description:
Procedure type: laparoscopic gastric banding. According to the reporter: the top (hub) separated from the cannula during insertion. The insertion force was too great and under the pressure the trocar separated into two pieces. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The pt status is good.

Manufacturer narrative:
(B)(4).